Manufacturer narrative:
During inspection and testing, service found the switch activated when not operated by the user which resulted in the device attempting white balance repeatedly. In addition, noise was generated in the image intermittently, switch 3 did not work, there was abnormal color tone due to peeling of the objective lens, there was a chip in the adhesive on the bending section cover, and there were scratches on the bending section cover and tip of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a laparoscopic right hemicolectomy procedure, the scope continuously tried to obtain white balance when connected to the video system center. The procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the switch activated even when it was not operated by the user. This report is being submitted for the malfunction found during evaluation (switch activating when not operated). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the defective switch most likely due to a breakage of the switch board. The specific root cause of the breakage of the switch could not be determined at this time. Olympus will continue to monitor field performance for this device.